Manufacturer narrative:
B)(4).

Event description:
Distributor contacted dexcom technical support on b)(6) 2015, to report that on b)(6) 2015, after attempted sensor deployment at the abdomen, it was noticed the sensor wire was missing from the sensor body as it remained in the sensor applicator. No additional event or patient information is available.